Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2019. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. Patient died on (B)(6) 2023. The cause of death is unknown.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record for strattice lot sp200065 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b7, d3, d4, h4, h6.

Event description:
This is follow up#1 to report on 08/jan/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral¿ hernia surgery and was implanted with a strattice device lot ¿sp200065-011¿ on (B)(6) 2019. The patient underwent an ¿exam under sedation, pain control with us guided injection of marcaine¿ on (B)(6) 2019. The patient also underwent an ¿abdominal wall incision & debridement, enterocutaneous fistula, pe¿ on (B)(6) 2019. The form lists the conditions that were treated were ¿open ventral hernia repair with mesh (strattice), small bowel resection¿ between (B)(6) 2019. The patient also underwent an ¿exam under sedation, pain control with us guided injection of marcaine¿ on or about (B)(6) 2019. The patient was treated for ¿abdominal wall abscess, pe, enterocutaneous fistula - drained abdominal abscess; abdominal wall incision & debridement¿ between (B)(6) 2019. The patient was seen for ¿abdominal pain¿ between 2019 and 2023. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard ventralx st, lot #huyc1262,¿ on 22/oct/2014. The form indicates that the device was removed or revised on (B)(6) 2017 due to ¿hernia repair.¿ the patient was implanted with an unknown non-abbvie device on the same date. The form indicates that the device was revised or removed on (B)(6) 2017 due to ¿hernia repair. The patient was implanted with a second unknown non-abbvie device on the same date. The form indicates that the device was revised or removed on the following dates: (B)(6) 2019 due to ¿exam under sedation, us, pain, us guided injection with marcaine;¿ (B)(6) 2019 due to ¿abdominal wall incision & debridement, enterocutaneous fistula, pe.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2019. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. Patient died on (B)(6) 2023. The cause of death is unknown.